Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after retracting the needle plunger, the suture was detached from the link connection. The device was removed and a second proglide was used to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.